Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. D10: concomitant medical products, part (lot): 00223200418(66781367). Associated product information: 0202263115(3206271). 0202263301(3112213). 0202150300(3205869). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent removal of a plate and screws approximately 19 months post-implantation due to pain. Attempts have been made and no further information has been provided.